Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-00672, 2134265-2015-00673. It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex artery. Two unspecified guidewires were inserted into a guidezilla. One guidewire was advanced to the obtuse marginal branch and one was advanced to the circumflex. The physician inserted a nonbsc stent into the guidezilla, however, there was difficulty in advancing the stent to the lesion. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip. An attempt to advance the promus premier 3.0mm x 28mm stent was made, using another guidezilla, however difficulty was noted, and therefore the device was removed and reinserted several times. When attempting to inflate the balloon of this device, physician found that the balloon did not expand at all. The physician applied the inflation pressure gradually, but the balloon still failed to inflate. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip and the promus premier shaft detached approximately 3cm from the distal end inside the body. The distal tip, of the promus premier device, was removed from the body with a snare. The removed stent was found to be lifted up. The procedure was completed with another of the same guidezilla and another promus premier 3.0mm x 28mm stent was deployed in the lesion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed that there were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. A portion of the shaft material from the collar was attached to the ptfe pulled out of the collar. Microscopic examination presented no damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00672, 2134265-2015-00673. It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex artery. Two unspecified guidewires were inserted into a guidezilla. One guidewire was advanced to the obtuse marginal branch and one was advanced to the circumflex. The physician inserted a nonbsc stent into the guidezilla, however there was difficulty in advancing the stent to the lesion. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip. An attempt to advance the promus premier 3.0mm x 28mm stent was made, using another guidezilla, however difficulty was noted, and therefore the device was removed and reinserted several times. When attempting to inflate the balloon of this device, physician found that the balloon did not expand at all. The physician applied the inflation pressure gradually, but the balloon still failed to inflate. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip and the promus premier shaft detached approximately 3cm from the distal end inside the body. The distal tip, of the promus premier device, was removed from the body with a snare. The removed stent was found to be lifted up. The procedure was completed with another of the same guidezilla and another promus premier 3.0mm x 28mm stent was deployed in the lesion. No patient complications were reported and the patient's status was good.